Event description:
The patient felt shocking up and down the right side of her body. Device interrogation revealed impedances greater than 4000 ohms. The patient was taken to the operating room. The lead extension connection was opened. The lead was interrogated with an external neurostimulator. Bipolar impedances were: 0-1 16138 ohms, 0-2 8870 ohms, 0-3 8694 ohms, 2-3 35 ohms. The hcp looked at the lead and saw a break in the wiring. The lead was left in place. The incision was closed. The patient will be scheduled for lead revision. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.